Manufacturer narrative:
It was reported that revision surgery is necessary for unknown reason. Original surgery: (B)(6) 2020. Revision surgery planned: (B)(6) 2021. Review of the device history record indicates that the device was manufactured to specification. All sterilisation requirements were met.

Event description:
It was reported that revision surgery is necessary for unknown reason. Original surgery: (B)(6) 2020. Revision surgery planned: (B)(6) 2021.